Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: dates estimated.

Event description:
This is filed to report shortness of breath, recurrent mitral regurgitation and leaflet damage requiring intervention. It was reported in an article that the patient underwent an initial mitraclip procedure on (B)(6) 2019. One clip was successfully implanted. At the 30 day follow up an increase in mitral regurgitation (mr) was noted but no treatment was performed. One year later the patient returned with severe (grade 4) mr and shortness of breath. Transesophageal echocardiogram (tee) showed a leaflet tear in the posterior leaflet on the medial side of the implanted clip at a2p2, but the clip remained attached to both leaflets. A second procedure was performed where one clip was implanted medially of the first clip reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. Details are listed in the titled article, "a case report of redoing teer for leaflet tear in the postoperative phase after mitraclip procedure." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury of torn leaflet appears to be due to challenging anatomy. The reported recurrent mitral regurgitation appears to be due to the tissue injury. The reported dyspnea was a secondary effect of recurrent mitral regurgitation. The reported patient effects of tissue injury, dyspnea and mitral regurgitation as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.